Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/7/2020. A manufacturing record evaluation was performed for the finished device vcp341h; pgbbgms0 number, and no non-conformances were identified. Additional h3 investigation summary: it was reported that the device had breakage needle. It was received for analysis an empty opened foil and a folder with a needle-suture partially dispensed of product code vcp341h, lot pgbbgms0. The complaint sample was not returned for analysis. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. The suture was dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no breakage needle were found. Additional h3 investigation summary: upon visual inspection of the picture, a broken needle could be observed. However, no conclusion could be reach as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A photo of the device has been received.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle snapped. There were no adverse patient consequences reported. Additional information was requested.